Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 505 mg/dl while troubleshooting for a no delivery alarm and bent cannula. Customer declined troubleshooting and treated with an insulin pen.